Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer 4.2 was failed to open. The customer stated that this malfunction caused difficult to get medications in and out of the drawer. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1 initial reporter facility: (B)(6).

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4.2 had failed to open fully. A field service engineer (fse) replaced half height drawers 4.1 and 4.2. Both the drawers and cubies were tested and confirmed to be functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer 4.2 was failed to open. The customer stated that this malfunction caused difficult to get medications in and out of the drawer. However, there were no adverse events or injuries reported based on this event.